Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia - complex regional pain syndrome. It was reported that the patient was having issues with the adjustments that were made about two months ago. The patient said the adjustments actually increased their pain so they went to get it reprogrammed yesterday. They like to be on group a because that was the main one that reached their legs and now it wasn't reaching their legs like it normally did. They can usually arch their back and feel it but now they can't. The patient tried increasing their stimulation and they still didn't feel stimulation in their legs or when they arched their back. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient not feeling stimulation was determined to be battery failure. The patient will have the battery replaced. No further information was reported.